Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt is experiencing persistent pain in the lower back when stimulation is turned on. Reportedly, normal pain pattern includes the back and legs. Reprogramming was attempted to no avail. X-rays were ordered as the next course of action.